Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hbsag ii and elecsys hbsag ii quant ii on a cobas e 801 analytical unit. The elecsys hbsag ii quant ii assay or a similar device is not not cleared or approved for use in the united states. When tested with the elecsys hbsag ii assay, the patient sample results were 1.61 coi (reactive) and 1.53 coi (reactive). When tested with the elecsys hbsag ii quant ii assay, the patient sample results were < 0.05 iu/ml (negative) and < 0.05 iu/ml (negative).